Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a needle 25x1 ll eclipse. The following information was provided by the initial reporter, "the needle presents obstruction in the vaccine administration moment in a patient, resulting in two punctures in the patient leg. Additional information: the lot is 7056797 (material 30281364). There was no damage to the patient, but was needed a new application attempt. There was no exposure of blood or chemotherapic to the skin. The needle was being used to administrate a vaccine."